Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 47 mg/dl. The customer stated that they treated the low blood glucose with food. The customer's blood glucose was 390 mg/dl at the time of call. The customer stated that the blood glucose reached 393 mg/dl. The customer stated that they treated the high blood glucose by bolus. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing less amount of insulin than shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The low reservoir alarm feature was programmed at 20 units; after delivering several boluses and with 20 units left on the display, the insulin pump alarmed low reservoir. No low reservoir alarms anomalies noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.